Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. The customer's device was able to successfully establish connection to a known good masimo root. Waveform and measurement values displayed with a sedline test plug match the tester specified values. Waveform and measurement values were displayed with a sedline eeg sensor, no errors or interruptions to measurements were observed and no loss of measurement occurred with cable bending. Psi comparison measurements were obtained using a know good masimo eeg rd sensor for 10 minutes and the measurements were comparable to a known good root and sedline, no performance issues were identified.

Event description:
The customer reported the module doesn't work properly, the values are not correct. No patient impact or consequences were reported.

Manufacturer narrative:
The device has been returned to the local facility, but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the module doesn't work properly, the values are not correct. No patient impact or consequences were reported.